Event description:
It was reported there had been an increase in lead impedance and high thresholds detected. At the last follow-up, the threshold was higher and there was no capture at maximum output. Oversensing was observed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.